Event description:
It was reported that a amia automated pd cycler sets was leaking; further described as "the patient line side was defected and started leaking". This occurred while the patient was connected for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: there was no report of patient injury; however, the patient received one dose of intraperitoneal antibiotic due to the event. H10: the actual device was not available; however, two photographs were received for evaluation. Visual inspection of the photographs observed a damaged tubing. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.